Event description:
The reported description notes that the bedside monitor did not alarm for a spo2 desaturation condition. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not alarm for a spo2 desaturation condition. Risk analysis ¿ patient harm is possible should the nurse not be alerted to a status change in patient¿s condition. Root cause ¿ use knowledge. Per the device labeling (IFU) the intellivue monitor can be configured for an alarm delay. This is defined as a delay between a physiological event at the measurement site and the corresponding alarm at the monitor. The alarm delay time can be configured to a fixed value (between 0 and 30 seconds). In this case, the alarm delay was configured for 20 seconds. It was noted that the patient¿s desaturation level was not below its limits for more than 20 seconds, hence there was no desaturation alarm. The monitor was reported to have produced yellow low priority alarm in response to a low spo2 (below the preconfigured spo2 limit). The alarm event review was no longer available to show the recording of these yellow alarms. A philips technical support engineer completed performance testing of the cited monitor. The customer¿s biomedical engineer was in attendance during this testing. No product malfunction was identified. The patient monitor was found to be in compliance of manufacture specifications. The available information from this report and from trending for this issue does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.